Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. One winding former with five detached needle and three needle suture combinations. The product code cx30d is multi-strands and contains eight strands single armed per packet. Upon visual inspection of five the detached needles, the swage and attachment area were noted to be as expected. The barrel hole of the needles was examined with magnification, and no suture remnant was noted. The sutures were not returned for evaluation. In addition, three needle-suture combinations were visually inspected, the swage and attachment area were noted to be as expected in all needles. Besides that, no anomalies or issues related to pull-off were observed during the evaluation. The functional test was performed in one needle suture combination using instron equipment and the pull force was above the minimum requirements. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: 1. Please confirm, how many devices "popped off while suturing unknown tissue"? 2. Please confirm, how many devices "popped off while removing from the pack"? Putting in tissue - 10-15 times. Removing from pack - 1-2 times.

Event description:
It was reported that a patient underwent a total knee arthroplasty (tka) procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported to the rep that many of the needles in the multipack either popped off while removing from the pack or popped off while suturing unknown tissue. Another multipack of suture was used to continue with the procedure. Three sterile samples from the pack and five detached needles with no suture. No adverse patient consequences were reported. Additional information was requested.